Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had no image on the screen and displayed an error message. The event occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. The most probably cause of the malfunction is component failure. In addition, the following reportable malfunctions were identified during the device evaluation: image noise, blurry image, and scope communication error e216. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: fluid on connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.